Event description:
It was reported to depuy acromed that titanium surgical mesh had collapsed in-situ. A revision surgery was required to explant the collapsed mesh and replace it with new hardware. There were no other adverse consequences to the pt. The lot number was not known by the complaintant. The product has not been returned for evaluation. No further action can be taken at this time.

Event description:
It was reported to depuy acromed that a titanium surgical mesh had collapsed post-operatively. A revision surgery was required to explant the collapsed mesh and replace it. The mesh was not returned for eval and the lot codes were not provided. The x-rays were sent to depuy germany (the MFR) for eval. An eval of the x-rays suggests that there may not have been enough bone integration within the mesh, therefore axial loads, combined with bending stresses, could have caused the mesh to bend and eventually collapse. Since the product was not returned for eval, a definitive cause of the event cannot be determined. The labeling supplied with the product warns that "no implant can be expected to withstand the unsupported stresses of full weight bearing." No further action can be taken at this time.